Event description:
This is an international report of a minicap that has been found to have a leak during use. There was patient involvement but no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). The sample was evaluated by the complaint quality engineer in the quality engineering lab. No cracks were found on the minicaps. After doing the leaking test, there were no leaks found. The root cause is undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.